Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue; cs 078-0008. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: review of the black box data revealed call service alarm 078 and 064 (motor error) on 6/16/2016. On investigation, the pump powered on using the returned battery cap. The battery compartment intact and without damage. The pump was exercised for 24 hours with loss of power or call service alarms duplicated. No call service alarms occurred during investigation.